Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8 801071 h3: a medtronic representative went to the site to test the equipment. Testing revealed that no faults or failures were found. The navigation system then passed the system checkout and was found to be fully functional. H6: b17, c20 and d15 apply to the concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was unable to track the instrumentation when using the hospital spheres. They would be seen for a second before disappearing or most of the spheres would be red in the tracking view. Initially, they were unable to be tracked when attempting to verify the instruments, but then they wiped them off and were able to get the instruments verified. Then, while navigating, the instruments were unable to be tracked again. They tried to clean them and confirmed they were fully attached to the posts with no change. The surgeon brought in new instruments with new spheres to continue the case. There was less than an hour delay in surgery. There was no impact on patient outcome.